Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced bladder perforation at the time of mesh insertion. The perforation was recognized and managed by re-siting the mesh. No long term issues have been reported. No additional information is available.

Manufacturer narrative:
Pc-000059249 corrected information:- this event does not meet serious injury reporting criteria. Therefore, this is not reportable.